Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer states that the operator of the architect c16000 analyzer had noticed liquid pooling near the analyzer's reagent r1a probe. Further investigation found that the probe tubing had become detached from the inner probe tubing. While attempting to reconnect the tubing, the operator was splashed in the eye with fluid from within the tubing. The fluid splashed past the reading glasses that the operator was wearing at the time. The operator flushed her eyes with water and reported the occurrence to their health and safety department. No further aid was given. There is no medical impact to the operator reported.

Manufacturer narrative:
Verification from the customer site confirmed that the only medical treatment received by the operator was flushing of her eyes. Per the customer documentation, blood testing/monitoring or therapy was deemed unnecessary by her lab management (safety officer). A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. Based upon the available data and the results of the current evaluation, a product malfunction was not identified.

Manufacturer narrative:
Review of ticket documentation and product evaluation concluded that no adverse event occurred. Other than the operator's eyes being flushed with water, the operator received no medical treatment. Therefore, the initial MDR report submitted on 22 july 2013 was incorrectly marked as adverse event. Should only have had "product problem" checked. Outcomes attributed to adverse event should not have had any boxes checked. No product malfunction was identified in the product evaluation.